Event description:
The customer reported that there was a communication failure error message. This error resulted in the inability to generate fluoroscopic x-ray. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. A connection on the interconnect cable was also repaired during the service event. The system was tested and found to be working as intended and returned to service.